Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned self expanding stent system (sess) noted that the stent implant was stationary on the shaft and the distal end was partially deployed 1 millimeter over the tip consistent with the reported premature deployment. There was no damage noted to the stent implant. The sheath was not retracted. There was a bend in the metal shaft 2 centimeters proximal to the tuohy borst valve. The bend was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sess. The touhy borst valve was returned in the locked position. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, the device was returned with saline in the shaft suggesting preparation of the device. It may be possible that inadvertent mishandling during removal from the packaging and preparation of the device contributed to the reported premature deployment. Although a conclusive cause can not be determined there is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. The xpert 6x60x80 is being filed under a separate medwatch report.

Event description:
It was reported that the xpert 6x60x80 was unable to cross and the hub sheared off. The device was removed without resistance. The xpert 6x30x120 was partially deployed when the packaging was opened. The device was not used on the patient. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.